Manufacturer narrative:
The reported event of ¿replace generator soon¿ message was confirmed. As received, the returned device had declared elective replacement indication (eri) and end of life (eol). A longevity calculation and analysis of the returned ipg confirmed it had normal battery depletion to the end of life (eol).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient lost stimulation the weekend of 24jul2020. Patient underwent surgery on (B)(6) 2020 wherein patient's implantable pulse generator (ipg) was replaced. Patient is stable.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient received low battery message for their implantable pulse generator (ipg). Patient may undergo surgical intervention to address the issue.